Manufacturer narrative:
Eval summary: the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knee had been bothering pt (nos) [arthropathy]. Knee cramping [muscle spasms]. Knee became diffusely swollen [joint swelling]. Knee pain [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report received on 20-oct-2009 from a health care provider regarding a male pt (unk age) with an unk history, (B)(6), who experienced knee swelling with pain, effusion and cramping and reported that his knee was bothering him after starting synvisc. The pt received injections of synvisc into an unspecified knee on (B)(6)-2009 and (B)(6)-2009. After the first synvisc injection on (B)(6)-2009 the pt reported that his knee had been bothering him, but he disregarded it. He received his second synvisc injection on (B)(6)-2009 and six to eight hours after the shot his knee became diffusely swollen with pain, effusion and cramping. He saw his hcp on (B)(6)-2009 on an emergency basis and his knee was aspirated and he was admitted to the hospital for possible sepsis. An incision and drainage was done with a drain put in and intravenous antibiotics were given during the pt's three day hospital stay. At the time of this report the outcome of the pt was unk. (B)(4): the benefit-risk relationship of synvisc is not affected by this report.